Event description:
The customer checked his aed20 and it displayed a "defib comm" error on power up. No pt involvement.

Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator and the actual device involved was returned for eval. Analysis of the device confirmed the error code and the cause of the failure was due to an open foil in the defib board cable. The open cable was due to misrouting from the previous completed repair service. After replacement of the cable, the device performs to specifications.